Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Additionally, patient experienced ineffective therapy. Impedance check revealed one of the leads has high impedances on all contacts. As such, surgical intervention may take place at a later date to address the issue. Reportedly, it was reported that the leads were not implanted at optimal level at the time of implant.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.